Event description:
It was reported that an implant at tooth site # 47 was removed due to a peri-implantitis. The patient has been experiencing persistent pain and recurrent infection around teeth 46 and 47. Despite attempts to clean the area and remake the crowns, there has been no improvement. The symptoms have been present since 2023. In 2026, loss of integration of implant 46 and a clearly visible peri-implantitis around implant 47 were observed. Patient suffered from pain and inflammation. This event refers to the peri-implantitis case.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227. H6: event problem codes ¿ patient code: 1932 inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.